Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an adverse event occurred. The patient was involved in a motor vehicle accident and found to be hypoglycemic with a glucose level of 30 mg/dl. The patient had stated that she had received several warnings according to her dexcom log in regard to low and critically low glucose levels, but the warnings were silenced by her vehicle's bluetooth connection and car audio system. She stated that due to lack of critical alerts, she lost consciousness and was involved in the accident. It was also reported that her blood alcohol level was 0.25 at the time. No injury or treatment information was provided. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information was received on 06/23/2022. It was reported by a nurse practitioner (np) that the patient was involved in a motor vehicle accident and found to be hypoglycemic with a glucose level of 30 mg/dl. The patient had stated that she had received several warnings according to her dexcom log in regard to low and critically low glucose levels, but that the warnings were silenced by her vehicle's bluetooth connection and car audio system, so she had no awareness of hypoglycemia prior to the event. Per the reporter, the patient¿s clarity report showed that the patient received a fall rate alarm at 4:39 pm, a low alert at 4:39 pm, and an urgent low at 4:49 pm. The patient told the np that due to the lack of awareness of the critical alerts, she lost consciousness and was involved in the accident. The patient also said at her follow up visit with the np that she only discovered the alarms had been muted/silenced when she was asked about why she did not respond to the urgent alarms she had received prior to the incident. The patient said that she also realized she never received alerts while driving in the past. The np had no information about whether the patient was using a compatible phone or what type of vehicle she was operating. After the accident a passerby called 911. It was reported that emergency medical services (ems) found the patient wandering outside of her vehicle, confused, and noted her to be intoxicated and ¿altered.¿ a fingerstick bg checked by ems was 34 mg/dl. The patient¿s blood alcohol level was 0.25. She was given an amp of d50 and 200 ml of d10 by ems and further IV treatment with d5 infusion upon arrival at the ER. She refused any treatment with oral glucose or food. She was admitted overnight for observation secondary to unspecified trauma. No additional treatment details were provided. She was inpatient from (B)(6) 2022 to (B)(6) 2022 and was released then with stable glucose values. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).